Event description:
It was reported via our sales rep, that a female patient underwent a revision surgery, due to the nail fracturing 4 months post op.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.